Event description:
The patient reported a "hot/pulsing sensation" in her abdomen the patient also stated she "still has missed beats even with the pacemaker." It was also reported that the device was reprogrammed three times in the first six weeks it was implanted. It was further reported that the pulsing symptoms had recurred again a year later. The patient stated when they are active they do not feel it. Followup indicated that the patient reported feeling better and decided not to see the doctor right away. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported a "hot/pulsing sensation" in her abdomen the patient also stated she "still has missed beats even with the pacemaker". The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.